Manufacturer narrative:
The technician found when the brakes were engaged on the right side of the bed, the foot end brakes did not hold. He found that the left cam pivot was cracked and not engaging the foot left brake caster. He replaced the left foot cam pivot and the brakes functioned properly.

Event description:
The account alleged a patient was on the bed and the brakes were not holding on the foot end of the bed. There were no injuries.